Event description:
The following has been reported: "error ID: 54. Secondary c/coulombmetre communication for battery pack error. Fault diagnosed in a power board. Replaced to new one. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was reviewed. Several technical error 54 were found which confirms the reported event. The reported device was not sent back to brézins for investigation as repairs were carried out locally. However power supply board was replaced and sent for further investigation. Cross-tests were performed. No technical alarm was triggered however during maintenance test, the battery charge was not compliant and as it is directly linked to the coulombmeter, this could potentially lead to the triggering of error 54, as reported in this complaint. The root cause of this issue seemed to be linked to a charge detection issue or a bad data transmission due to a defective component of the board. An internal event was opened in october 2022 to address this issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.